Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, a fine rash and migratory aches occurred. The pt had a 3.5x24mm taxus express2 drug eluting stent (des) implanted to treat an unk lesion. Eight weeks later, the pt has a fine rash with pruritus followed by migratory joint aches. Plavix has been discontinued and the pt has been put on ticlid with no change in symptoms. It was reported that "all other meds that could be stopped were stopped." The pt experienced atypical chest pain 2-3 weeks post implant with the followup catheterization showing that "all was patent." It is reported that the pt's "labs are normal." The pt has been referred to a rheumatologist as the pt has had unspecified problems with her hands that is "interfering with her work." It was also reported that the pt has no fever and that the rash and itching have resolved. Repeated attempts to request additional info have been made; however, no info has been received.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A product shipment history review for the reported upn was performed. The exact cause of the difficulties experienced during the procedure could not be determined.